Event description:
Pt called lfs on 3/19/03 alleging their ot basic meter would not power on. The pt reported feeling symptoms of dizziness. They reported that they may go to the doctor. No serious injury or harm alleged. The issue was not resolved with troubleshooting. The meter has been replaced. No further info has been reported.